Manufacturer narrative:
No product is being returned for evaluation. However, as reported by the customer, the operative site was not properly prepared per our instructions for use, resulting in the anchor failure. Conclusion is improper use.

Event description:
During a biceps tendon repair the anchor stripped. The biceps tendon was being re-attached near the elbow. The surgeon did not prepare the site by pre-drilling or tapping. The anchor reached a point that it could not be inserted any further into the bone and was protruding from the patient's bone. Surgeon attempted to remove the anchor, but the anchor would not turn. When the inserter was removed, the head of the anchor was noted to be rounded. The surgeon speculated that he had not seated the driver firmly enough when trying to remove the anchor and the damage ot the anchor resulted from misalignment of the anchor and the driver. Surgeon then attempted unsuccessfully, to remove the anchor with pliers and broke the head of the anchor. Therefore, the anchor would not protrude to the bone and tissue. An additional anchor was driven into the adjacent bone without pre-drilling. The biceps tendon repair was completed without any further issue. No patient injury or complications resulted. A delay of 20-minutes resulted while attempting to remove the anchor.